Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had unsuccessful treatment from therapy. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was now doing well postoperatively. The explanted device was not returned.